Event description:
Device base was not functioning. Customer stated device connectors were blackened when transferring cable connected to the back of the base. Customer was unable to recall the device being cleaned. A request was made for return product and replacement product was sent.